Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six days post implant that the right ventricular (rv) lead exhibited no sensing or capture. Under-sensing was also noted and lead dislodgement was suspected. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced bradycardia. It was reported approximately six days post implant that the right ventricular (rv) lead exhibited no sensing or capture. Under-sensing was also noted and lead dislodgement was suspected. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.